Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the flex cable assembly for the power switch had been installed incorrectly. The device was also missing its latch assembly. The customer received a replacement device.

Event description:
It was reported that the on/off button was not functioning and the device would not power on. There was no patient use associated with the reported failure.